Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed both front corners of the top case were chipped out, the bottom case was cracked, and the power cord was not sent with the device. A review of the event history log (ehl) identified check clutch plunger lever. During the functional testing was able to duplicate the check clutch error. There was no rattling sound found inside of pump during inspection. The root cause of check clutch plunger lever was related to normal wear as the pump was over 5 years old. The root cause of the physical damage was due to impact to the device by the customer. Replaced top case and bottom case. Replaced lead screw and both clutch halves. Performed preventative maintenance and all functional testing.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited travel course check clutch error, had bad power cord and issues with the top and bottom case. No adverse effects were reported.